Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 02/03/2021. An investigation was conducted on 02/17/2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tightened the arm. A suction/vacuum strength test was performed per instructions of the vacuum leak test , using calibrated vacuum foot weight tlt2040708 (ID: (B)(6); .75 lbs; due (B)(6) 2021) and calibrated pressure gauge (ID: (B)(6); due (B)(6) 2021). The device passed the vacuum leak test, good vacuum was obtained and the baffle head was able to lift the weight. Based on the returned condition of the device "suction failure " was not confirmed but was confirmed for the analyzed failure 'positioning failure". The lot # 25150700 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer unable to sustain vacuum when attached to suction source. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer unable to sustain vacuum when attached to suction source. A replacement device was used to complete the procedure. The hospital did not report any patient effects.